Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 87 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and minor scratched lcd window.